Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the last fitting session the patient reported hearing a constant background noise from the device which he has not heard before. Re-implantation has been recommended.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
At the last fitting session the patient reported hearing a constant background noise from the device which he has not heard before. Re-implantation has been recommended but a date has not yet been set.

Manufacturer narrative:
Conclusion: investigation results confirm that loss of hermeticity at the housing braze joint by micro-leaks most likely led to device electronics failure over time. It appears that the device is in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. The investigation results seem to match the symptoms mentioned in the patient report. This is a final report.

Event description:
At the last fitting session the patient reported hearing a constant background noise from the device which he had not heard before. The patient was re-implanted.